Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, restenosis occurred. In (B)(6) 2008, pci was performed on the mid right coronary artery (rca). The lesion was pre-dilated and a 3.00 x 28mm taxus express2 stent was implanted with 0% residual stenosis. Eight days later, the patient was discharged from the hospital. In (B)(6) 2011, the patient was hospitalized and treatment was performed due to a 90% restenosis of the stent previously implanted in the mid rca. The lesion was 16.0mm long and had a reference vessel diameter of 3.0mm. The restenosis was treated with ballooning and the placement of a 3.0 x 18mm non-bsc stent with 0% residual stenosis. The patient was discharged the following day.